Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on a compact plus meter, compared to an aviva meter, within 10 minutes: 247 mg/dl on compact plus meter (system 1) and 123 mg/dl on the aviva meter (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.